Manufacturer narrative:
Eval summary: the physician involved in this incident indicated that they are not blaming the pump at this point. The pump involved in this incident functioned as designed. However, toxicology reports are still pending. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
A patient had an abdominoplasty, died on three days later, several hours after the pump was discontinued. She was a female who was obese (100 lbs overweight). She called the surgeon on pod 1 with a concern that the pump was not infusing and she was in pain. They told her that it is difficult to tell if the pump is infusing. She saw the surgeon in her office on post op day two, at which time, the pump was partially full and the patient was getting pain relief. She again saw the surgeon on pod 3 (the same day), and the pump was empty and the catheters were removed. She complained of nausea and was "pale." The surgeon advised her to go to the ER, which she did not do. She went home and was apparently found dead several hours later. The coroner is investigating the case and the pump is among the things being investigated. The pump was a pm025 and was filled with bupivacaine 0.5%. The patient did not have a history of cardiac disease but had a cardiac clearance for surgery. Dose, frequency and route: 0.5%. Therapy dates: three days in 2007. Diagnosis for use: anaesthetic.